Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The manufacturer¿s instructions for use lists device thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the physician assistant that the patient would undergo a pump exchange. Info was then provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2014 due to lvad thrombosis.

Event description:
Additional information: it was reported that the patient underwent a pump exchange due to pump thrombosis and elevated lactate dehydrogenase levels. The pump will not be returned for evaluation.